Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 301 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The device had minor scratches on lcd window, broken reservoir tube lip, and missing end sticker. It also had cracked case at display window corners, case at reservoir tube window corners, reservoir tube window, battery tube threads, and belt clip slot.